Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer stated that the wire broke while holding colon tissue from the fenestrated bipolar forceps (fbf) instrument. The procedure was completed with no reported injury.